Event description:
It is reported that during surgery on (B) (6) 2009, the above mentioned device was handled to the surgeon by the nurse, he quit using it because the minute foreign substances were seen on the internal surface of it. The surgeon was not sure if possibly the foreign substances may be the clotting blood on the nurse's rubber glove.

Manufacturer narrative:
(B) (4). Evaluation summary: the environmentally controlled biological upgrade processes and dress code requirement procedures for nitric acid upgrade/passivation areas were reviewed. Operators handling implants during the process are extensively trained to proper procedures in order to ensure foreign materials, especially bodily fluids are not transferred to implants or packaging while handling them. (B) (4). Additionally, since the surgeon could not confirm or deny that the blood potentially was transferred from the nurses gloves to the packaging and implant, further action will not be pursued at this time. Device history records indicate all components were manufactured, packaged and inspected to specification.